Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cervical procedure, the device was activated without pressing the hand switch outside the patient. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. The device was disassembled and no anomalies were found with the activation of the device. Additionally the button assembly was disassembled and inspected for evidence associated with activation issues. It could not be determined why reportedly the device kept being activated after releasing the activation buttons.